Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think the therapy is working for their symptoms. Caller stated they are not feeling stimulation at all. Caller stated they have not made any adjustments to the therapy since they don't know what they are doing. Caller mentioned that they recently traveled and went through the security screener and mentioned a previous experience, suggesting that the security screener may have caused this return of symptoms. Caller confirmed they did not turn stim off when they went through it. Agent walked caller through changing programs and increasing intensity. Caller confirmed feeling stimulation in the bike seat region and comfortable. Caller will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.